Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pocket pain. During the pocket revision procedure it was noted that the right ventricular (rv) lead was not sutured to the muscle and had migrated upward. The rv lead was sutured to the muscle and the pocket was revised. Both the rv lead and implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.